Event description:
A peritoneal dialysis (pd) patient's caretaker reported the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to pd. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) cefepime 1500 mg daily, and vancomycin 1500 mg every three days for 21 days. However, on (B)(6) 2024, the patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus, and the patient¿s cefepime was discontinued. The patient was discharged on (B)(6) 2024 and is recovering from the events. The patient continued to undergo ccpd therapy while hospitalized and resumed utilizing the same liberty select cycler at home without reported issue. The pdrn attributed causality to a touch contamination event, as the patient admitted he occasionally does not perform hand hygiene prior to initiating and/or terminating treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.